Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old female patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced mild bleeding at the insertion site. The patient was given one unit of packed red blood cells (prbcs). The bleeding was resolved and the site was redressed.

Manufacturer narrative:
The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.